Event description:
Customer reported issues with screen responsiveness. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up. No additional information was received regarding the outcome of the event.